Event description:
The ge oec 9900 fluoroscopy system reported continued to fluoro after the x-ray switch was released. (Description of system lock-up).

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. All pc3s were re-seated to prevent a recurrence. The isolation transformer bolts were torqued. As a note: the malfunction seems, by description, to be a system lock-up where the system will open the interlocks and the system will freeze 'instate' so it appears to keep making x-rays eventhough the system is not. The audible and visual x-ray on indicators continue although no x-rays are produced. This is the generally the case with this described issue. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.